Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, drug eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. Additionally, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with severe angina and the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous distal left anterior descending coronary artery. Pre-dilatation was performed with an unspecified non-compliant balloon and then the 2.5x15 mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy post stenting showed a dissection at the proximal end of the stent. Another xience xpedition was used to cover the dissection. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.